Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between may 26-27, 2023. H11: four actual devices and six photographs of the sample were provided for evaluation. Visual inspection was performed on all the samples. The reported issue was not easily identified by initial visual inspection on the returned samples; however, the issue was easily identified by visual inspection of the photo samples. Functional testing was performed on the samples, and a leak was identified from the administration spike port bonding area on the returned samples. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding in the returned samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 500ml exactamix eva (ethylene vinyl acetate) bags were leaking from the middle port. The leaks were observed following the compounding of potassium 10mmol in glucose 10% sodium chloride 0.9% prior to patient use. There was no patient involvement. No additional information is available.